Event description:
It was reported that the stimulator was ¿going off¿ and was erratic. If the patient sat down, their whole body would go into a ¿whole number 10 spasm or activation of the stimulator.¿ the patient tried to reset vertical and horizontal settings on restore and this did not resolve. The patient tried to sit in a lazy boy the morning of the report and their whole body went ¿bonkers.¿ the patient got into the car the day of the report and got ¿the vibes.¿ the patient was trying to call a healthcare provider (hcp) facility. The patient was still having problems with stimulation. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead . (B)(4).